Event description:
It was reported that during a cryo ablation procedure after connecting the focal catheter, a system notice was received indicating that the safety system detected fluid in the catheter and stopped the injection. The case was aborted and the patient was under general anesthesia. A servicing for the console was scheduled.  No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: product ID 106e2 product type: 0628-console <(>&<)> spare parts. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product event summary: the 217f1 electrophysiology (ep) catheter with lot number 37757 and data files were returned and analyzed. No anomalies were identified during external visual inspection of the electrocardiogram (ECG) ring, shaft, and handle segments. The catheter smart chip data was reviewed. Data indicated the catheter was never used (no application performed). Without reprogramming the catheter, it was connected to the test console for system performance testing. During system performance testing with the console, the catheter passed the performance testing as per specifications. All the phases were completed without triggering any system notice. No performance issues were identified. Patient data file analysis could not be assessed as the received file was empty. The received failure data file contained failure records for the date of the event. The failure file showed persistent system notice 50005 (the safety system has detected fluid in the catheter and stopped the injection) on the reported date of the event. In conclusion, the 50005 system notice was observed in the data files but the catheter passed the returned product inspection. The decision to abort the procedure without use of alternate therapy was based upon the medical judgment of the physician medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Incoming information indicated the servicing was carried out.